Event description:
It was reported that the patient was possibly needing a revision. Regarding was it determined by the patient's hcp (healthcare provider) that the patient needed a revision. The patient kind of hesitated and stated, "umm ahhh yeah thinks something that may need to be done, not sure to be honest". Regarding how long the patient had felt that he needed a revision and it was noted: just recently. The patient's hcp nurse was also doing some research for the patient and the patient was doing research on his own as well. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3093-28, lot# va0540e, implanted: (B)(6) 2013, product type: lead. (B)(4).